Event description:
Patient had a intramedullary nailing of the right leg several months ago. She returned to surgery due to hardware failure at the junction between the spiral blade and the nail proximally with obvious re-fracture or non-union of the upper femur.